Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle through the catheter. The following information was provided by the initial reporter: during insertion the needle penetrated the catheter and therefore was unable to be advanced for successful IV placement.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 12/16/2021 h.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unused 22g x 1.00in. Insyte autoguard bc unit with no product packaging or labeling to indicate the reference and lot number. Microscopic inspection of the returned unit found a v-shaped aperture on the catheter tubing near the catheter tip. This damage is indicative of a needle spear through. The reported defect was confirmed. Based on the report and the evidence of media found on the unit, it is unlikely that the spear through originated during the manufacturing process. If the defect originated during the manufacturing process, the device would have been received with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. A needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. The likelihood of this scenario is supported by what was reported as well as physical evidence. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle through the catheter. The following information was provided by the initial reporter: during insertion the needle penetrated the catheter and therefore was unable to be advanced for successful IV placement.